Event description:
Blood gas analyzer measurements were conducted on 4 pts with expected low po2. Reference measurements were conducted routinely on an abl505. These measurements have showed that the measurement had incorrect po2 measurements (presumably too high values). Investigation was conducted. Qualitycheck was ok. Occasionally there was failed calibration on po2 due to drift. High failure rate on ph/bg air valve was revealed during service program valve check. The valve and o-ring on the ph electrode was replaced. After this the abl825 functioned well again. Measurement results and info of warnings given has been requested several times but not provided.